Event description:
During service by baxter, the infusion pump was found to contain an intermittent select key on the channel a pumphead module keypad. No pt injury or medical intervention had been reported related to the device. The user interface module master software is unremediated version 5.04.00.

Manufacturer narrative:
Eval summary: during service by baxter, the select key on channel a pumphead module keypad was found to function intermittently. The keypad on channel a pumphead modules was replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated. The user interface module master software is unremediated version 5.04.00.